Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited no suction during phaco mode. The procedure details and patient harm were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality analyst to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).